Event description:
Reportedly, customer completed the fill tubing steps incorrectly. The customer's blood glucose level to display "high," although the specific value was unknown. The customer addressed the elevated blood glucose by using a correction bolus via the pump. Tandem technical support provided education on proper tubing filling with an existing cartridge and ensured the system was operating correctly. The customer resumed insulin delivery successfully.